Manufacturer narrative:
The third party service agent performed several voltage drop measurements of the device's batteries and observed reductions in voltage drop after replacing the battery contacts and even more after reseating the j11 connector on the power pcb assembly.  This type of behavior is indicative of potential fretting corrosion on pcb-mounted jack connector designator j11, located on the power pcb assembly, and cable-mounted plug connector designator p11, of the battery wire harness.  The third party service agent then replaced the battery wire harness and the power pcb assembly, as well as completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4). The third party service agent provided physio-control with the electronic records from the device for review.  Physio reviewed the electronic records from the event and was able to verify the reported issue.  Physio confirmed that the customer's device experienced five (5) unexpected shutdown events after the code summary button was pressed.  In four (4) of the instances, power was restored within 4-5 seconds, indicating that the device likely cycled power.  In one (1) instance power was restored within 14 seconds, indicating that the device had likely been powered back on manually.  The device has not been returned to physio-control for evaluation. The customer's device is currently with the third party service agent for repair. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio-control to report that the customer's device powered off by itself multiple times while attempting to print the code summary. The customer advised that the intubated patient, a (B)(6) female, was being ventilated and that medical personnel were monitoring her ECG rhythm, spo2, etco2 and blood pressure.  Medical personnel then pressed the code summary button and the device powered off.  Medical personnel advised that they then pressed the on/off button in order to restore power.  The patient was transported to the intensive care unit (ICU) at a local hospital.  There were no reported adverse effects to the patient as a result of the reported issue. The customer advised that one battery was full and the second battery was low at the time of the event.  Following the event, medical personnel replaced the low battery with a fully charged one and they were able to print the code summary with no further issues observed.